Manufacturer narrative:
Block d2b: additional applicable product codes: pjs, nhl. Additional suspect medical device components involved in the event: product family: dbs-linear leads upn: unk-m-db-2202-45 model: db-2202-45 serial: na. Batch: na UDI: na.

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent a revision procedure due to the leads not providing therapy. The patient is being treated for central pain post-stroke. The leads were replaced, and the patient is still in the hospital recovering. The explanted devices will not be returned to boston scientific for analysis, as they were destroyed by the facility.

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent a revision procedure due to the leads not providing therapy. The patient is being treated for central pain post-stroke. The leads were replaced, and the patient is still in the hospital recovering. The explanted devices will not be returned to boston scientific for analysis, as they were destroyed by the facility. Additional information was received providing the patient's information and product details.

Manufacturer narrative:
Correction to: block h6. Block d2b: additional applicable product codes: pjs, nhl. Additional suspect medical device components involved in the event: product family: dbs-linear leads upn: m365db220145dc0, model: db-2201-45dc, serial: (B)(6), batch: 7072525, UDI: (B)(4).